Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Added information to d4, h4, h6.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a severe pvl was observed in this patient with an 25mm aortic valve implanted in aortic position after an implant duration of 14 days. The leak was in the non-coronary area. Reportedly, the medical team did not observe any leak during the intra-operative echo. Indication for replacement was mixed stenosis and regurgitation of the native valve and suspected endocarditis (which turned to be negative). Reportedly, a good debridement of the annulus was performed and no sizing or seating issues were suspected by the medical team. Suture torn was also ruled out. The medical team did not know the reason of this pvl. Due to the patient's health condition, it was decided to not replace the valve and to perform a percutaneous re-intervention to reduce the leak. The re-intervention consisted on expanding further the valve skirt with non-edwards valvuloplasty balloons. Three balloon sizes were used through via femoral: 24, 26 and 28 mm. The procedure was successful and a mild pvl remained after the procedure. The patient was noted as to be doing well.